Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the battery would not hold its charge. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing great postoperatively. The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.